Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. The root cause was determined to be use error - incomplete connection. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during dwell 3. The baxter technical representative (tsr) explained alarms and had the home patient (hp) cycle power twice to clear alarms. The tsr explained that the hp will need to start over with new supplies. The hp stated that she wanted to just end for that night. The tsr advised the hp to call the registered nurse (rn) in next 24 hours and let her know what happened and of any missed therapy. The hp understood explanations, cleared alarms and ended therapy. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2011 regarding the system error 2240 alarm. Per the hp, she disconnected during dwell and when she came back, she stated the bag connector was hanging and was not connected to the cassette. The hp stated she must not have connected the bag all the way. The hp stated she did not reconnect to the hc. The hp stated she did not start over with new supplies and continued with manual supplies in the morning. Per the hp, the supplies were discarded and the lot number was not known. The hp stated that she did not contact her pd rn, but she would follow up with the pd rn. No patient injury or medical intervention was reported.